Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 16-jul-2025, pentax medical became aware of an event involving a pentax medical hemostasis forceps model hs-d2622, serial number (B)(6) in the netherlands within the emea region. The bipolar hemostatic forceps for endoscopy did not function properly, and hemostasis could not be achieved through coagulation. The forceps were newly opened just before use. No patient harm occurred. This event occurred at the time of during use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H4: device manufacture date is unknown. Correction information: b4: date of this report - updated. G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - type of investigation, investigation findings, investigation conclusions. Additional information: d4: expiration date, primary unique device identifier (UDI). H11: evaluation summary. Evaluation summary: the reported event was that the hemostad was not functioning. Based on the investigation, a potential root cause of this failure was abnormalities in the connections of components (electrode connectors, operating wires, link mechanisms, cups, etc.) That make up the high-frequency circuit. A definitive root cause of the reported issue could not be identified. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the bipolar hemostatic forceps was manufactured by the manufacturer on 14-mar-2025 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.